Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone wall that the insulin pump had a partial display. The insulin pump will be returned for analysis. The customer's blood glucose was unknown.

Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No missing segments/partial display, display anomaly or blank display anomaly noted. No damage found on lcd isolation tape noted. The insulin pump had cracked case at display window corner and minor scratched display window.